Event description:
It was reported that during an on-site inspection of the platform, ua27 and ua46 were seen while taking the lifeband up. No adverse event reported.

Manufacturer narrative:
Reported complaint of user advisory (ua) 27 (encoder fault [>3000 rmp]) was confirmed. However, ua 46 (software error) was not verified and was not seen in the archive file. The reason for the ua27 message was that the integrated encoder gearbox screws were loose. Screws were tightened, issue was resolved. Platform was run with a manikin for 30 minutes and with the large resuscitation test fixture (equal to a 250 pound patient) for 10 minutes without any issues. No adverse event reported.